Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Rreceived info that pump has stopped all insulin delivery. The customer's blood glucose level was not impacted.